Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent blank display on user interface module (uim) of this ventilator device during startup. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported problem was able to be confirmed. An investigation was performed and identified the root cause of the reported issue was isolated to an external issue with the low-profile lcd cable, has been tampered with to the point that it is permanently bonded to the control board connector prior to unit under testing was received by the fa lab. This issue will be internally investigated within vyaire.